Event description:
It was reported by a ge healthcare applicaton specialist, that during set up of the new room, the omega v table dropped suddenly in the vertical direction landing on the detector power supply. A patient was not involved, and no injuries were reported.

Manufacturer narrative:
The onsite inspection by a ge service representative determined a problem with the table's vertical drive motor. Root cause investigation is ongoing.